Manufacturer narrative:
Tech found during pm: bed hi/low and head up/down working intermittent. Found contamination of manifold. Replaced the hydraulic manifold to resolve this issue.

Event description:
During pm bed hi/low and head up/down intermittent operation. No injuries reported.